Event description:
It was initially reported that the patient was seen by the healthcare provider (hcp) on (B)(6) 2012 due to symptoms of withdrawal; patient experienced increased spasticity "over entire body" and significant clonus. The patient was diagnosed with a kinked catheter. The pump and a section of kinked catheter were replaced. Per another reporter, the pump was replaced and the catheter was spliced on (B)(6) 2012. Drug delivered via the device was lioresal. It was later reported that on the early morning of (B)(6) 2012 patient's parents found all of the patient's blankets off his bed (the patient was incapable of throwing off the blankets himself intentionally). Patient was having significant clonus and the patient's family was concerned so they took the patient to the clinic. At the clinic, the patient was having remarkable clonus throughout his entire body. He went for an x-ray of his baclofen pump that showed the tubing to be intact. He then returned to clinic where the healthcare provider (hcp) removed all the medication from the pump and reinserted 20 ml of baclofen. The patient continued to have significant clonus. The patient also started to aspirate on his secretions and had coarse breath sounds throughout, so at that time, the decision was made to transfer the patient to the emergency room for further evaluation. The patient then went immediately from the emergency room to the operating room (or) for a possible baclofen pump malfunction. It was stated that a catheter kink was located at the proximal (pump) section before the catheter connects to the pump; the entire catheter was replaced in addition to the pump. It was later reported that in the operating room, the catheter was disconnected; cerebrospinal fluid backflow with 2 ml aspiration was observed. The old pump was given a bolus command on the back table after removal. Fluid was easily visible from tip of cap (catheter access port). The new pump and sutureless connector were placed to previously implanted catheter. A prime bolus was configured and daily dose programmed to remain as previously prescribed. Following replacement, patient recovered with sequela, was admitted to the intensive care unit (please refer to MFR report 3004209178-2012-01971 for on-going issues following replacement/revision surgery).

Event description:
Additional information: a CT scan without contrast on (B)(6) 2012 revealed no change in ventricle size. X-rays performed from (B)(6) 2012 revealed the following: no change in shunt tubing, no change in the baclofen pump and its tubing, no acute changes of the pelvis or femurs, no acute fracture of the tibia/fibula. A CT scan with contrast (lumbar and thoracic view) on (B)(6) 2012 revealed an intact baclofen pump. A catheter replacement procedure occurred on (B)(6) 2012. In regards to patient outcome, resolved with sequela as of (B)(6) 2012; however a baclofen overdose was indicated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, lot# j11291r40, implanted: (B)(6) 2003, explanted: unk. (B)(4). Analysis of the returned pump revealed no anomaly; normal device function.

Manufacturer narrative:
(B)(4).